Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced itching, redness and a rash at the lead incision site. Also, the patient experienced ineffective stimulation which reprogramming was unable to resolve. Surgical intervention was undertaken and the scs system was explanted.